Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of hyperglycemia and was hospitalized on (B)(6) 2024. The blood glucose level was 600 mg/dl with the presence of ketones at the time of hospitalization. The patient was treated with insulin pump. The length of hospitalization was greater than 24 hours. No further information was available.